Manufacturer narrative:
Product ID 3031a lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3080 lot# j0343994v, implanted: 2006 (B)(6), product type lead product ID 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and that there was a return of pain when he urinates. It was further reported that the patient stopped feeling the pulses of the stimulator on the friday prior to the date report and has been in increasing pain since. The patient was reportedly in the emergency room at the time of the report. It was reported that the patient¿s device quit working. The patient reportedly had surgery scheduled for the day of the report but had to cancel it. It was noted that the surgery was to replace the leads and stimulator. It was further noted that the patient had been told by their health care provider that the patient that the battery needed to be replaced. Additional information has been requested but was not available as of the date of this report.